Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of birth: (B)(6) was used based on age of patient as birth date was not provided. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that during use with an unspecified bd pen needle the needle was unable to deliver medication and hyperglycemia occurred. There was no other reported patient impact. The following information was provided by the initial reporter: glucose values were higher than usual blood glucose increased, possible sleep apnea [sleep apnea]. Patient administered abasaglar using kwikpen that was stored in refrigerator while in use; no ae [incorrect storage of drug]. Patient could not administer abasaglar due to flaw in bd needles, no ae [missed dose]. Case description: this spontaneous case, reported by a consumer and a pharmacist who contacted the company to report adverse events and product complaint (pc), concerned a (B)(6) year-old male patient of an unknown origin. Medical history included chronic lymphocytic leukemia for which he received an unspecified biologic treatment and cardiomyopathy. Concomitant medications were not provided. The patient received insulin glargine (rdna origin) injections (abasaglar u80, 100u/ml) via a pre-filled pen (kwikpen), 16 units with unknown frequency via an unknown route, for an unknown indication, beginning on (B)(6) 2017. On an unknown date, while on insulin glargine therapy, his glucose values were between 11-18 which were higher than usual (units were not provided) so he injected 20 units instead of his usual 16 units. He was facing issue with one of his kwikpen as the substance in it did not work the same way (pc number (B)(4), lot number d097578c). He had another pen that he used at the same time which worked normally. This product complaint via pharmacy regarding kwikpen, with which he had not been able to/could not dose insulin glargine, as of 04-sep-2020 it was reported that the flaw was actually probably with the needles. By changing the needles, he got the correct dose. He was using 7 ultra-fine nano 32 gauge x 4 mm needles, which was manufactured by becton dickinson (bd) and company. He stored his in-use kwikpens in refrigerator and had sleep apnea. Information regarding corrective treatment, outcome of events and current status of insulin glargine therapy was not provided. The patient was the operator of the kwikpen and bd needles and his training status was not provided. The general kwikpen duration of use was not provided but was started on (B)(6) 2017 and suspect kwikpen duration of use was not provided. The general bd needles duration of use was not provided but was started on (B)(6) 2017 and suspect bd needles duration of use was not provided. The suspect kwikpen was retained and its return was expected. The action taken with bd needles was not provided and its return as not expected.